Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was broken. The customer's blood glucose level was unknown. The customer also reported that the bottom part of the insulin pump was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to j4 of electrical board broken off. The pump was also received with the end cap broken off and missing. Unable to perform the displacement test due to blank display. Moisture damage was found inside of the battery tube during physical inspection.